Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the purewick female external catheters were not suctioning right. The representative did some troubleshooting and asked the caregiver if they would put the purewick urine collection system at a lower level to see if that would help. The caregiver stated that it was not in the manual.

Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be due to "missing instructions; vendor/printer error ". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: correction: d "place the purewick¿ urine collection system (a) next to the bed or chair where it will be used. It must be close enough for the collector tubing with elbow connector (g) to easily reach the user and should be placed on a stable, even surface. For optimal results, position the purewick¿ urine collection system either on the floor or as close to the floor as your facility¿s protocol will allow. Note: the purewick¿ urine collection system should be stationary while in use. Device is not designed to be used while in transport." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the purewick female external catheters were not suctioning right. The liberator representative did some troubleshooting and asked the caregiver if they would put the purewick urine collection system at a lower level to see if that would help. The caregiver stated that it was not in the manual. Per additional information received on (B)(6) 2021, stated that they learned there was a problem with the clearance space at the end of the tube inside the wick and the base of the wick itself. However, caregiver expressed concern that the suction was less than before. It was stated that they would change canister and tubing to see if the suction gets better. Caregiver also reported that they did not recall the instructions for use including a description of placing the canister at a lower level than the patient.